Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant. During deployment, the left atrial disc had a bulbous deformation. The deformed device was recaptured and replaced with an 8mm amplatzer septal occluder. The replacement device was implanted in the patient with no adverse patient consequences. The deformed device was never released from the delivery cable during deployment. It was reported there was no interaction with any cardiac structures during deployment and there was no angulation/kink with the delivery system. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant to close an atrial septal defect using a 6f amplatzer torqvue delivery system. During deployment, the left atrial disc had a bulbous deformation. The deformed device was recaptured and replaced with an 8mm amplatzer septal occluder. The replacement device was implanted in the patient with no adverse patient consequences. The deformed device was never released from the delivery cable during deployment. It was reported there was no interaction with any cardiac structures during deployment and there was no angulation/kink with the delivery system. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable.